Manufacturer narrative:
The subject device was returned to omsc. The phenomenon reported from user facility did not reproduce. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity the exact cause of the reported phenomenon could not be conclusively determined. Omsc investigated the repair records of the subject device, and it was found that there was no records of the repair associated with the electronic zoom function for 15 years. However, it was unknown whether or not it was related to the reported phenomenon.

Event description:
Olympus was informed that the electronic zoom function of the subject device worked unintendedly and the image was repeatedly displayed with the magnified image and the normal image during a laparoscopic cholecystectomy. The user facility completed the procedure using the set of the device. There was no patient injury reported.